Event description:
A report was received that the patient had pain at the lead and pocket sites. The physician believes the patient's symptoms were procedure related and caused her fibromyalgia to flare up. The patient was explanted and is reportedly doing well following the procedure.

Event description:
A report was received that the patient had pain at the lead and pocket sites. The physician believes the patient's symptoms were procedure related and caused her fibromyalgia to flare up. The patient was explanted and is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. The ipg was explanted due to surgical pain unrelated to the device. Excessive battery depletion was noted after the explant procedure. The device exhibited analog integrated circuit (aic) damage. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic. (B)(4). It was reported that electrocautery was used during the explant procedure. The paddle lead was cut. This kind of damage is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), lead, 50cm description: 434976.